Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument had issues with releasing the clips. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not able to successfully open the jaws intraoperatively. The jaws were not stuck on the tissue when the issue occurred. There was no unexpected tissue removal. There was no bleeding observed due to unclamping issue. The instrument is available for isi evaluation. There are no photos and/or videos of this event available for intuitive surgical to review.